Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they filled the reservoir with insulin it started leaking out of the transfer guard when the vial was tipped over on top of the reservoir. The customer¿s blood glucose level was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and transfer guard, performed pre-fill reservoir test per es9041. Found transfer guard needle loose. Unable to performed pre-fill test.